Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3889-28, lot# va0sqaa, implanted: (B)(6)2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2017. The patient reported that the doctor recommended physical therapy as a step to resolve not having benefit with the lead moved. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0sqaa, implanted: (B)(6) 2015, explanted: product type lead product ID 3037, serial# (B)(4), product type programmer, patient.

Event description:
It was reported that the patient was getting less than 50% relief since implant. The patient was not getting the results she had when she had the trial. An appointment was scheduled with the healthcare provider for later in the week. Follow-up is being conducted to obtain patient outcome and if any actions were taken. Additional information received on 2015-09-29 from the consumer reported they had not had any relief since implant. The patient was indicated for urinary dysfunction and gastrointestinal/pelvic floor. The doctor tried different intensities, but nothing helped. The device was supposed to be implanted on the left side because that was the side they had the most success with, but the device was implanted on the right side. It was noted that the doctor was reportedly suggesting botox injections. No further information was reported. Additional information reported on 2017-05-05 that patient's wires were moved back to the left side on (B)(6) 2016 but she has still not experienced any success with the stimulator. The patient stated her hcp has "pretty much eliminated any hope for the stimulator to help with her bladder problems." Patient reported hcp was suggesting botox or physical therapy. Patient asked if the ins should be removed if she was not doing anything with it. The patient was redirected to hcp regarding if the device would be removed or left in the body. No further patient complications have been reported as a result of this event in the event description.